Manufacturer narrative:
Concomitant medical products: syringe, therapy date (B)(6) 2018. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the patient's case in the or was completed, the nurse anesthetist pulled the lidocaine tubing out of the device to transfer the patient to pacu, and witnessed that the patient started seizing. An over-infusion was suspected and it is unknown if the nurse activated the roller clamp prior to opening the device and removing the tubing. The patient received an unspecified anti-seizure medication for treatment of a partial-onset seizure. There was no report of lasting harm to the patient or of any additional seizure activity.

Event description:
The customer reported that when the patient's case in the or was completed, the nurse anesthetist pulled the lidocaine tubing out of the device to transfer the patient to pacu, and witnessed that the patient started seizing. An overinfusion was suspected and it is unknown if the nurse activated the roller clamp prior to opening the device and removing the tubing. The patient received an unspecified anti-seizure medication for treatment of a partial-onset seizure. There was no report of lasting harm to the patient or of any additional seizure activity.

Manufacturer narrative:
The pcu event log does not contain any events during the reported event time/date of 11:45 am on (B)(6) 2018.

Manufacturer narrative:
The customer¿s report of an overinfusion of lidocaine was not confirmed. Physical inspection showed the device was in fair condition with the instrument seal intact and dull iui connectors. Analysis of the pcu event log shows that at 12:10 pm on (B)(6) 2018 the pump module was programmed to infuse lidocaine 2000mg/250ml at 7.5ml/hr with a vtbi of 200ml. At 12:21 pm, the device alarmed for air in line. At 12:22 pm, the user channeled the device off. At 12:34 pm, the user programmed an infusion of lidocaine 2000mg/250ml but did not complete the programming. The user then channeled the device off. At 12:35 pm, the user again programmed an infusion of lidocaine 2000mg/250ml but did not complete the programming. At 12:43 pm, the device alarmed for flo stop open for 2 seconds. At 2:24 pm, the device was removed and the system was shut down and powered off. The volume recorded as being infused during this period was 1.29ml. Functional testing was performed and the device was delivering fluid within specification. No issues were noted with the flo stop. The root cause of the customer¿s report of an overinfusion of lidocaine was not identified.

Event description:
The customer reported that when the patient's case in the or was completed, the nurse anesthetist pulled the lidocaine tubing out of the device to transfer the patient to pacu, and witnessed that the patient started seizing. An overinfusion was suspected and it is unknown if the nurse activated the roller clamp prior to opening the device and removing the tubing. The patient received an unspecified anti-seizure medication for treatment of a partial-onset seizure. There was no report of lasting harm to the patient or of any additional seizure activity.